Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is (B)(6) 2018. If explanted, give date: not applicable, as the lens remains implanted. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxr00 21.5 diopter lens was implanted in the patient's left eye (os) on (B)(6) 2018. Post-operatively, more than three months after the implantation, the patient complains of constant glare, being unable to drive at night, and blurry distance vision. Reportedly, there is no plan to explant the lens right now and there was no patient injury. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.